Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement procedure was scheduled, however there is no indication that a procedure has taken place to date. Thus evidence suggests the product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that a disk of the device's memory was sent in for review by a boston scientific engineer. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device currently remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that at this time there is no plan to replace the device to the patient's overall health.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.